Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the threaded tip of the tooth wheel tip was broken off and remained in the hole of the tooth wheel in the pinion shaft assembly. The fracture surfaces were homogenous and did not have any indication of material irregularities. According to previous evaluation of this event, the retaining screw is intended to retain the winged knob to the assembly and does not carry significant load during use; the screw is for retention only. (B)(4). The investigation conducted to support the design change found that the screw was being over tightened during assembly and cracking the screw. The manufacturing location assemblers were provided a special tool in (B)(4) 2011 to limit the torque applied to the retaining screw to prevent fracture. This lot was manufactured in march 2011. Based on the above evaluation and the testing and analysis done to support the noted design change, the complaint is invalid from a design perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that upon completion of a transforaminal lumbar interbody fusion procedure at l4-s1, it was noted that the locking nut had broken off the matrix distraction rack. The broken piece was found on the floor and retrieved. The distractor held its position during the procedure and the surgeon was able to complete the procedure with no adverse effect to the patient.